Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Event description:
It was reported that the pump exhibited a cassette not locking error. No patient injury was reported.

Manufacturer narrative:
Other, other text: d10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was missing upon receipt. Functional tests including a 50ml and 100ml disposable cassettes were performed. Error codes were not found in the device event history log. Results: the customer reported problem for cassette not locking was duplicated. During the investigation in multi-user mode, testing found the cassette latches but will not lock, both were due to the latch lock optic flex circuit non-functioning. Root cause of the reported issue would be attributed to inoperable latch lock flex. Who caused the reported issue to occur is unknown and could not be determined from the investigation performed. Necessary action would include replacement of the latch lock flex. A nonconformance report ncr was created to address increasing occurrences of latch lock sensor flex circuit issues which is ongoing. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: d4: correction: model number: 2120.